Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated he is having issues with his inflatable penile prosthesis (ipp). He noticed that the bulb did not refill after pumping and that he could hear air moving around. The patient also stated that he did attempt some troubleshooting however, it did not seem to resolve the issue. The sales representative spoke two times with the patient, first time he recommended to make an appointment with another physician in dr. (B)(6) group. About a week later patient reached out the sales representative and stated that his insurance had changed, and dr. (B)(6) group no longer accepts his insurance, and he was looking for physicians in several other groups to verify if they accepted his new insurance.